Manufacturer narrative:
Other relevant device(s) are: product ID: 3093-28. Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that her she went through airport security nov and going through the metal dictator fried her wires and ins and she had to have surgery to replace the ins and wire and she was in excruciating pain. Patient stated the device was replaced last year 2018. Patient services reviewed turning therapy off before walking through metal was recommend. They also reviewed airport security and provided page number on patient therapy guide with guidelines. No further complications were reported or are anticipated.